Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.   UDI: (B)(4). H6 patient code: no code available (3191) is used to capture device revision or replacement and blood heavy metal increased.

Event description:
Pfs alleges metallosis, loosening of femoral implant component, and intense and severe pain that causes permanent residual disabilities like difficulty walking. Patient alleges pain. Undergone bone scan which showed increased uptake in the area of the right femoral component, blood levels that showed increased chromium and cobalt levels, and x-rays which showed some osteolysis around the proximal femur. After review of medical records, the patient was revised to address metallosis, status post-metal-on-metal, right hip replacement, loose right femoral component, right total hip. Operative findings reported that there was some increased fluid in the hip joint. There was reactive metallosis-type reaction of the synovium in the hip joint. Any necrotic tissue was excised. There was no evidence of infection. There was a definite bone that had necrosed away from the edge of the acetabulum circumferentially apparently from the metallosis reaction. There was no evidence of loosening of the acetabulum. The femoral component was not grossly loose, and an osteotomy was required to extract it. There was a metallosis-type reaction in the femur and in the femoral canal also and oozes up blackish reaction in an extended halfway down the stem, corresponds to the area of osteolysis on the x-ray.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges loosening of stem, metal wear and elevated metal ions. Doi: (B)(6) 2005- dor: (B)(6) 2013, (right hip).